Manufacturer narrative:
The insulin pump was received with a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads, a broken battery cap, and a missing o-ring on the battery cap. (B)(4).

Event description:
The customer reported via phone call that the o-ring fell out of the battery cap of her insulin pump. The patient's blood glucose at the time of incident was 144 mg/dl. She was changing the battery to her pump when the o-ring fell off, and she noted that there was damage all around the battery cap perimeter. Troubleshooting was initiated for the insulin pump damage. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.